Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all stations were on critical override. A technical support specialist (tss) dialed into the server and ran a downtime query, confirming that messages were crossing properly. Checked with cce regarding potential delays; cce confirmed no delays or issues on their side. Reviewed health sight viewer (hsv) and noted pharmacy system delay notices. Inspected the purge queue and found approximately 93 million entries. Verified purge deletion and selection services, which had not been running until recently. Consulted with pse regarding the issue. Checked app server resources and observed memory usage exceeding 90%. Worked with pse to identify that the data sync service was not running properly. Pse applied a hotfix, restoring data sync functionality and stabilizing server operations. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user mentioned all the stations were on critical override and displayed error communication issue. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.